Event description:
It was reported to a company representative that a vns patient passed away. The patient's caregivers called emergency services on (B)(6) 2017 due to coffee ground emesis. Additional relevant information has not been received to-date.

Event description:
The death certificate was received for the patient. The primary cause of death was provided as gastrointestinal bleed due to esophagitis, due to cerebral palsy. The timeframe of onset of the primary cause of death was days.